Event description:
Pt had a left total knee replacement done approx 10-15 yrs ago. Over recent years has developed increasing difficulty and pain with left knee. Attempts at conservative therapy failed, including corticosteroid injection. On 2/8/96 pt was admitted to the hosp and underwent revision surgery. At time of surgery there was found to be blackened wear debris throughout the knee with blackened synovitis throughout almost the entire knee joint. The tibial insert was known to be of the era of carbon fiber reinforced polyethylene. There was wear evident on the tibial component and the component appeared a bit loose. The patellar component was also significantly worn and was removed with finger pressure. The femoral component was not worn but was noted to be in about 45 degrees flexion. It did appear to be fairly snug. Debridement of all blackened soft tissue debris about the joint was performed. Post-operative diagnosis was painful, loosened left total knee with tibial polyethylene wear and synovitis secondary to wear debris. Revision was carried out.